Manufacturer narrative:
Philips service replaced the dvd drive and hard drive cables, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system was stuck in a reboot loop due to multiple hardware issues on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.